Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient's trial began on (B)(6) 2022. It was reported that the patient went to the hospital for a possible uti and not being able to empty their bladder, they had put a catheter in. Additional information was received from the patient. They reported that they were in the emergency room. Additional information was received from the hcp. They stated the patient experienced urinary retention prior to the device, their retention has worsened as a result of their device as the patient had to have a foley placed. Catherization was not the patient's standard of care prior to the device. They stated the device was intended to treat urge incontinence. They stated the patient did not h ave bladder infections prior to the trial and it was not related to their underlying condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that the patient did have a uti, and that it's unknown whether the device caused or contributed to it. When asked how the device caused/contributed to the uti, the hcp stated "patient with retention." No additional procedures were performed at the same time as the basic evaluation, and the device was intended to treat non-obstructive urinary retention. The hcp reported the patient had utis prior to the trial, and the uti is related to the patient's underlying condition. The uti has been resolved after the patient took bactrim ds 800mg- 160mg tablet (B)(6)-2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.